Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: all available information was investigated and due to the returned condition of the device (clip deployed and note returned), the reported issues could not be replicated during return device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated and a definitive cause for the reported noise and clip opened while locked could not be determined in this incident. The reported difficult to remove the clip delivery system (cds) from the steerable guide catheter (sgc) was a cascading effect of mechanical jam. A definitive cause for the reported clip open while locked could not be determined in this incident and could potentially be due to inability to fully close the clip during deployment. A definitive cause for the reported mitral stenosis could not be determined. The reported patient effect of mitral stenosis is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The cds was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the inability to close the clip, difficulty removing the clip delivery system (cds) and mitral stenosis. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. During preparation of the cds, when establishing final arm angle (faa), a popping sound was heard. While trying to close the clip, a squeaking sound was heard. Faa was established and the cds was advanced to the mitral valve. During grasping, the clip did not close fully, and remained open approximately 20-30 degrees. The clip was inverted and retracted to the left atrium. Troubleshooting was performed but was unsuccessful and a squeaking noise was heard from the arm positioner. The clip was open approximately 30 degrees. An attempt was made to remove the cds; however, because the clip was not fully closed, it could not be retracted into the steerable guide catheter (sgc). The decision was made to deploy the clip on the leaflets, at a2/p2. After deployment, the clip popped opened to approximately 60-70 degrees. Two additional clips were implanted on either side of the first clip for stabilization. It was noted that the pressure gradient was 6mmhg. Three clips were implanted, reducing mr 1-2. There was no reported clinically significant delay in the procedure. No additional information was provided.